Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon said that it was first difficult to close the instrument; surgeon succeeded finally to close the device. After firing, she saw that the staple line was quite bad. She took another device and finalized the staple line correctly without any difficulties. There were no adverse consequences for the patient reported.